Manufacturer narrative:
The unit passed the basic occlusion test and the displacement test. There were no motor error alarms. However, analysis was unable to prime the unit during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The unit had a cracked case at the display window corners, a cracked belt clip slot, cracked battery tube threads, a minor scratched display window, and a stained end cap sticker. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a motor error alarm during basal delivery. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.